Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to a reaction with antibiotics. The customer stated that she did not receive any bolus while she was sedated. The customer was disconnected from the insulin pump and placed on back up plan. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer's most recent glucose reading was 278 mg/dl. Ran a fixed prime and high pressure test and they passed. Reviewed the alarm history and found an auto off alarm. No further information was provided.